Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis which caused peritonitis. The break in aseptic technique was further described as a hand washing mistake. On the day of onset, the patient was hospitalized for the event. During the hospitalization, the patient began treatment with ancef intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis. Dianeal and extraneal therapies were ongoing. After five days of hospitalization for the peritonitis event, the patient was discharged. Antibiotic therapy completed twenty days after the onset of peritonitis. The patient was recovered from the peritonitis event. On an unreported date, the patient was retrained on proper aseptic technique. No additional information is available at this time.